Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its hybrid was in retry mode. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial. Reporter phone and initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry error. The technical support specialist (tss) followed the knowledge article "medes retry mode: insert into tx.transactionsession - dispensingdevicesnapshotkey," backed up the database, and extracted the transactions to excel, but the retry error persisted. The tss identified that the system attempted to send an update for a transaction using a new dispensing device snapshot key before adding it to the dispensing device table. The tss skipped those transactions, which cleared the retry state and brought the station up to date. The new retry error reported, so the tss escalated the issue to the product support team for further investigation. The product support engineer (pse) confirmed that the device had been offline for two years, briefly came online, and then went offline again for about a month. Although this situation was not supportable, transactions could still be pushed to the server. The pse recommended a full sync of the device to ensure data integrity. After the tss performed the full synchronization, the device successfully uploaded data to the server, and no further errors were observed. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its hybrid was in retry mode. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.